Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a message that appeared saying ¿wireless telemetry cannot be used.¿ the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed.. Analysis of the device memory indicated that wireless telemetry was no longer available with this device. If information is provided in the future, a supplemental report will be issued.